Event description:
The pt was being fed using a pump. An unknown amount of an enteral feeding solution was hung. The pump was set to deliver at an unknown rate. The reporter stated the device pumped more fluid then the programmed amount. No specific details were provided. There was no illness, injury or medical intervention resulting from the event. One pt involved.